Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shunt was not draining csf adequately and so was removed and replaced by another one. The reported event result in a procedure delay 10 minutes. The device was not damaged. No patient injury was reported.

Manufacturer narrative:
The ventricular catheter was returned on the stylet. The catheter met the requirements for patency, leak, and tensile testing. Therefore, the nature of the complaint could not be replicated by the laboratory personnel. Proteinaceous debris was observed on the catheter. The instructions for use cautions, ¿obstructions may occur in any component of the system due to plugging by brain fragments, blood clots and tumor cell aggregates at some point along its course.¿ all catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the nurse specialist confirmed the hospital was for animals only, and the shunt issue was performed by a vet on an animal, not a human.